Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Reprocessing survey info: was the device cleaned, disinfected, and sterilized before being sent to olympus? - yes. Was there a delay in the start of pre-cleaning? ¿ no. Did the customer flush the air/water nozzle with water and air? - yes. Were there any abnormalities in the accessories used for reprocessing? ¿ no. Was the air/water nozzle wiped/brushed with clean lint free cloths, brushes, or sponges? ¿ yes. Did the customer flush the air/water nozzle / channel with the detergent solution? - yes. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned to olympus for evaluation. The device evaluation found due to clogging of nozzle, air and water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Adhesive on bending section cover had a scratch, a chip and a crack. The mouthpiece was loose. The image guide protector had a scratch. The control unit had discoloration. The suction cylinder was shaved. Switch 1 had a scratch. The universal cord had a scratch. The scope cover plate was unclear. The plastic distal end cover had a scratch. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.